Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
During the ivtm therapy using a quattro catheter (lot #unknown), the customer noticed saline volume depletion of approximately 125 ml while in the maintenance phase of therapy. The thermogard xp ivtm system (sn (B)(6) ) did not generate an alarm, and the patient was at the goal temperature of 33°c. The dwell time of the catheter was approximately 6 hours. No leaked saline was noted on the patient's bed or around the thermogard system, and no blood tinge was noted in the tubing. The catheter leak was performed per IFU, and no leaks were noted. Saline out flowed from the catheter when injected as expected, and negative pressure was maintained. Zoll tech support asked the customer to pause the therapy and replace the catheter; however, the physician decided to end intravascular therapy and use external temperature controls. No device malfunction was reported on the thermogard system, and it was placed back on the floor for treating other patients. No consequences or impacts on the patient.